Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation remains in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient ws revised due to tibial loosening, pain and swelling approximately 9 years 10 months post procedure. The tibial implant was revised and the articular surface was revised in the same procedure. No additional information available from hcp.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of the provided radiographs and images. Images identified the articular surface and tibial implant, with the tibial plate showing some scratches on its distal surface. Radiographs identified that the overall fit and alignment of the implants is appropriate. There is ostepenia present and loosening of the tibial component at the bone cement interface. Review of the device history records identified no deviations or anomalies related to manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 00596404010 articular surface size ef 10 mm lot# 62400564; MDR: 0001822565-2023-02591. Additional associated products: 00576201652 lps-flex gender solutions female (gsf) femoral lot# 62165150; 00597206529 all poly petella standard cemented size 29 mm dia 8.0 mm lot# 62418726; 660022663 palacos r+g 1x40 lot# 76544333.

Event description:
It was reported the patient's tibial implant and articular surface were revised approximately nine years, ten months post implantation due to unknown reasons.